Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system shut down" (loss of power); "system message displayed" (device displays error message). The nurse reported, a system message displayed and then the system shut down during surgery. The nurse stated, the system was rebooted and surgery continued. The system message occurred two more times. The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the nurse to unplug the power cord and blow any dust/debris away. The tss also advised the nurse to use a different outlet. The nurse followed the tss advice, rebooted the system, and continued with surgery. There was a ten minutes delay. The following six cases were all completed with no further issues reported. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system, but could not duplicate the problem reported. The system message was found in the event log. The pcb was replaced as a diagnostic measure. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).